Manufacturer narrative:
The patient stated that the therapy from the nalu system was not sufficiently effective despite several reprogramming's since being implanted. Review of records found that the patient had not been seen by the implanting physician or any nalu personnel for approximately one year prior to explanting the system. On (B)(6) 2023, the patient reported a reduction in pain from 7/10 down to 3/10, however on (B)(6) 2024, the patient had reported pain levels of 5/10. It is unclear why the patient had a change in therapy effectiveness. There are no known images to confirm placement of the leads prior to explant and there has been no report from the patient of any extenuating health issues or external traumas that may have exacerbated the pain symptoms. The explanted device was not retained for return to nalu and thus is not available for further inspection and examination by the firm to confirm functionality.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. On (B)(6) 2025, the firm was contacted by an MRI facility to request conditionality of the nalu system. Upon confirming that the patient was not conditional for an MRI at the planned location, the facility reported that the patient was planning to explant the nalu system. A representative of nalu reached out to the implanting physician, dr. (B)(6), who confirmed no awareness of any issues with the system and no awareness of any plans for explant. The patient declined communication from nalu personnel until after the system was removed. On (B)(6) 2025, the patient notified the nalu representative that a full explant was performed on (B)(6) 2025 by dr. (B)(6).